Event description:
A vsi micro-introducer kit was used during a patient procedure. Upon removal of the dilator, the micro-introducer sheath separated at the hub and remained in the patient. A snare was used to retrieve the separated sheath. No patient impact was reported.